Event description:
The lay user/pt contacted MFR in 2007 and alleged that, the pt's one touch ultrasmart meter was giving the error 5 message. On the event date, the pt tried to use the subject meter at about 9:00am and got the error 5 message several times. He then panicked because the meter did not provide a result and then "bit by bit" he started feeling the symptoms of "dizzy and unwellness". He visited his dr. At the hosp at 11:30 am and was tested on the dr's meter with a result of 3.5mmol/l. The pt is on an insulin pump with humalog (33.5 units spread over the whole day). He did not eat or drink anything during the time the meter kept giving the error 5 messages. The pt was advised to eat/drink something at the dr's office following the test on the dr's meter. The pt was given a glass of orange juice and 3 slices of bread with a sweet spread on it. Right after eating/drinking, the pt felt better. The pt did not use the subject meter again after that morning. However; he bought a new meter later that same day and tested with that new meter, after the pharmacist had set it up for him. He does not recall the result of that test, but stated that it was a little high due to the "irregular situations earlier". At the time of troubleshooting, it was verified that this was not a new product. The condition of the test strips was good and the pt's testing technique was reviewed to be correct. However, the error 5 issue was not resolved with troubleshooting. This complaint is reported because the pt alleges he was not able to obtain a result on the meter due to the error 5 messages and developed symptoms later that morning.